Event description:
Pt was injected with radiesse dermal filler in the nasolabial folds and later that evening the area became blanched then turned bluish and cyanotic.

Manufacturer narrative:
The pt who is also a physician applied nitro paste and massage but felt the erosion had already progressed too far to be reversed. He stated the pain is less and he is slowly improving. During follow-up the rn reported the pt's symptoms have improved. A review of the device history records indicates the reported lots #1015307 and #1015000 met all specifications prior to release. Add'l catalog# 8069m0k1; lot# 1015000.